Manufacturer narrative:
Reference MFR. Complaint #0v1998-4-17-122. Device was returned and evaluated. Co noted that the nylon spacer and seal were missing on the drive shaft. Heat shrink tubing had been applied on the drive shaft near the distal end. This is not an acceptable practice. Customer reports they have had the device repaired by an outside vendor. Product failure is most likely a result of the unauthorized replacement of nylon spacer and seal. Lot history review was unremarkable with regard to the complaint. No other complaints have been received against this lot.

Event description:
Customer reports, "laparascopic grasper broke off into pt during surgery. This component was repaired three times by repair center. Pt still has piece inside."